Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultra mini meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall the exact date and time the alleged issue began, only to say, ¿this week monday or tuesday¿. She reportedly obtained alleged inaccurately erratic blood glucose results of ¿55, and 137mg/dl¿, performed less than 20 minutes apart. Based on statistical methodology, the calculated difference between the reported results, exceeds lfs¿ precision criteria. The patient stated that she does not take any diabetic medication and was unable /unwilling to say if she made any change to her usual diabetes management routine in response to the alleged product issue. The patient reported that on (B)(6) 2019, 10:00am she experienced the symptom of ¿lightheaded¿. She reported that at (B)(6) 2019, 12:30 that she self-treated with food and drink ¿ate a piece of cake, rice and broccoli and drank some water¿. No other device was used to obtain a blood glucose result. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the samples had been taken from the same approved sample site. The patient described the correct testing steps. She confirmed that her test strips were within expiry date and had been stored correctly in an intact vial. The patient was unable /unwilling to perform a control solution test. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did she receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls